Event description:
It was reported that the 9800 system intermittently shut down. We were not able to determine if a pt was involved.

Manufacturer narrative:
The service rep replaced the lemo receptacle and the interconnect cable.